Event description:
A customer reported that the unit of measurement setting of their freestyle mini meter changed. The customer observed an error 4 message. This meter is one where the units of measurement can be changed inadvertently. However, it appears from the info that the meter has very likely suffered from the memory overwrite issue causing the units to change to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received.